Event description:
This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. On an unknown date, the patient was treated with vancomycin 2gm (frequency and route not reported) and fortum 1gm (frequency and route not reported) for the peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.